Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of abdominal pain following implant of her scs system. Surgical intervention was taken and the physician explanted and replaced the patient's surgical lead with two percutaneous leads. The pain resolved and the patient reported receiving effective stimulation therapy postoperative.